Event description:
Prismaflex premature battery failure-potential for harm: four power backup batteries, have failed the biomed battery analyzer test, belong to four seperate devices. These batteries were part of the original purchased devices, we acquired less than 2 years ago.additionally the manufacturer does not state clearly, in their maintenance instructions a required frequency to inspect the battery.